Event description:
During a coronary drug eluting stenting treatment procedure, the catheter shaft broke. The physician was attempting to place a taxus express2 3.0x24mm drug eluting stent in a 90% stenosed circumflex lesion. It was predilated with a 2.0x 15mm maverick2 balloon. The physician was positioning the stent and encountered much resistance. The physician continued to push the stent accross the lesion and as the stent was positioned in place, the distal shaft broke. They were able to retrieve the device without difficulty. The procedure was successfully completed with a 3.0x24 liberte stent. No pt complications were reported. Pt status is reported to be stable.